Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate, resulting in elevated blood glucose levels. The patient measured a blood glucose value of 204 mg/dl, entered 10 grams of carbohydrates and obtained a bolus advice of 1.0 insulin units without taking active insulin into account. The patient questioned the correctness of the bolus recommendation function as according to her calculation the correct bolus advice should have been 1.6 insulin units.